Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence. A surgical procedure was performed and the device was explanted. No malfunction was found with the device, but per physician's assessment, the device might have been placed too low on the urethra to perform appropriately. There were no additional patient complications reported.